Event description:
A customer reported a malfunction on their pump, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level. The customer performed a reset on their own before contacting technical support and was able to resume insulin delivery afterward.